Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the homechoice (hc) device. There was no report for this alarm called in by the customer. The se 2240 occurred on (B)(6) 2010 in drain 1 of 3. The alarm was confirmed by review of the hc logs, but not duplicated during evaluation. There is no evidence that problems with the hc contributed to the se 2240. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The root cause investigation is in progress through (B)(4).